Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no reported impact on the customer¿s blood glucose level as no blood glucose value information was provided. The pump is being returned for inspection, and a replacement pump was sent.